Event description:
The pt received the scs system on (B)(6) 2009. It was reported on (B)(6) 2011 that the pt feels jolting in her buttocks and legs (area where she normally feels simulation) when stimulation is on. There are no reports of the pt falling. Pt also cannot turn stimulation off with pp only with the magnet. Pt is scheduled to meet with her doctor for follow up. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.